Event description:
It was reported that the customer passed away, and it was unknown for how long she was off the insulin pump before passing. It was stated that while the customer was asleep, her blood glucose dropped causing her convulsions and vomit. The customer inhaled the vomit, which cause lack of oxygen to the brain. The caller stated that he found her when he returned home and called the paramedics. Then the customer was taken to the hospital where a cat scan, and MRI, and a tracheotomy were given. It was stated that after thirty days, the doctors from hospital determined there was nothing else that could be done, and the insulin pump was removed. The customer was on manual injections for thirty four days, but they were not able to maintain the customer's blood glucose ranging from high to low. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.